Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was itching which caused the small excoriated area over the ins. This was confirmed through a health care professional (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a medical history of chronic shoulder and neck pain. It was reported that the patient had scratched around the battery pocket this past sunday ((B)(6) 2017) and noticed a small excoriated area over the ins. The patient came into the clinic on (B)(6) 2017 and their doctor recommended a pocket revision. The plan was to move and construct a new pocket while closing the current pocket intentionally. The plan was also to manage it with prophylactic antibiotic therapy and utilize pulse vac to lavage the old wound along with debriding any potentially necrotic tissue. It was reported that surgical intervention occurred and the issue was resolved at the time of the report. The patient was alive without injury. No further complications were reported/anticipated.